Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2008, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3415/06271132, tg3720/06167145). Part of the tag devices were placed within previously implanted surgical grafts. No issues were reported. The patient tolerated the procedure. On (B)(6) 2008, the patient was discharged. No issues were reported. The diameter of the aneurysm was 60 mm. Subsequent follow-up imaging showed no issues; however on (B)(6) 2010, two year follow-up imaging showed that the diameter of the aneurysm enlarged to 68 mm. A type ii endoleak of unknown origin was reported. Subsequent follow-up imaging showed that the diameter of the aneurysm measured 68 mm and that the endoleak persisted. On (B)(6) 2014, five year follow-up imaging showed that the diameter of the aneurysm remained 68 mm. The endoleak was reportedly resolved, and no issues were reported. No further information is available.